Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no reading of "high" by the cgm, indicating no adverse impact on the blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.